Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue without recurrence. The customer continued using the pump and understood to contact support if the malfunction recurs.